Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 95% stenosed lesion was located in a moderately tortuous and severely calcified left circumflex artery. The 2.50x20mm taxus liberte stent encountered resistance and was unable to cross the lesion. The stent was removed and it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 95% stenosed lesion was located in a moderately tortuous and severely calcified left circumflex artery. The 2.50x20mm taxus liberte stent encountered resistance and was unable to cross the lesion. The stent was removed and it was noted that the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: received product consisted of a taxus liberte monorail catheter. The catheter was visually, tactilely and microscopically examined which found dried contrast in the inflation lumen. No damage to the shaft was found. The balloon appears to be tightly folded. The stent was found stretched at the distal end, 3mm and covering the distal markerband, 1mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).